Event description:
A us distributor returned a monitor indicating that it experienced multiple abnormal shutdowns.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) has been confirmed. As received, the monitor was able to detect and treat. Upon eval, the unit was run for 24 hours during which one abnormal shutdown occurred. The cause of the abnormal shutdown is a defective u104 pxa component. The root cause of the defective u104 pxa component cannot be positively identified. No adverse event resulted from the defective monitor.